Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that she had suffered a hypoglycemic event during which her cgm was reading inaccurately. Pt's husband found her unconscious on the floor and called paramedics. Paramedics measured her bg at 7 mg/dl. Pt was hospitalized over night before she was released. At the time of her call to dexcom technical support, pt reports that she was feeling better.